Manufacturer narrative:
Dates are approximate.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) as it stopped working. All components of the ipp were removed during a procedure on an unspecified date. A new ipp was later implanted in a separate procedure. There were no reported patient complications. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.